Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. The ez connector tool returned on the lead was seated properly, with the fixation knob open. There was an extremely bent stylet returned in lead that was likely removed with some force. Cuts in the insulation was also noted which was likely induced. The poly insulation sleeve was bunched. Visual inspection noted the polytetrafluoroethylene was bunched in 3 places between 210-226 millimeters (mm), which were pushing on the coils causing the coils to be offset at these locations as well. The lead passed continuity testing indicating conductors were intact. The lead also passed hipot test indicating no electrical shorts between conductors. A stylet insertion test passed -with some resistance felt due to the bunched insulation pushing on the conductor coils. Laboratory analysis confirmed the reported allegation.

Event description:
It was reported that this right ventricular (rv) lead body was a case of an attempted implant due to lead body damaged and stylet was unable to remove from the lead body. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. The ez connector tool returned on the lead was seated properly, with the fixation knob open. There was an extremely bent stylet returned in lead that was likely removed with some force. Cuts in the insulation was also noted which was likely induced. The poly insulation sleeve was bunched. Visual inspection noted the polytetrafluoroethylene was bunched in 3 places between 210-226 millimeters (mm), which were pushing on the coils causing the coils to be offset at these locations as well. The lead passed continuity testing indicating conductors were intact. The lead also passed hipot test indicating no electrical shorts between conductors. A stylet insertion test passed -with some resistance felt due to the bunched insulation pushing on the conductor coils. Laboratory analysis confirmed the reported allegation.

Event description:
It was reported that this right ventricular (rv) lead body was a case of an attempted implant due to lead body damaged and stylet was unable to remove from the lead body. This lead was never in service. No adverse patient effects were reported.